Manufacturer narrative:
The computer for the imaging system was returned to the manufacturer for evaluation. Testing found that the hard drive was not operating when installed in a known operational imaging system.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Image acquisition system (ias) computer replaced. Checked the system settings and functions. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported on behalf of the site surgeon that they tried to turn on the imaging system. The imaging system's screen on the pendant displayed the message "system is booting please wait" but the system do not boot. There was no patient present when this issue was identified.